Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor - will not power on) was confirmed. Upon investigation the monitor was intermittently powering on and powering down. The cause for the failure was isolated to debris buildup in the j1 battery connector on the computer/analog board. The root cause for the debris buildup in the j1 connector could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor would not power on.